Manufacturer narrative:
The suspect power cord was returned to the manufacturer and analyzed. Results as follows: the section of the power cable that is connected to the mvs (mobile viewing station) cart was returned. The prong side-cable that plugs into the wall outlet and the strain relief were not returned. The cable location where the strain relief teeth make contact with the cable was deformed due to electrical over-stress. During ohm testing wires performed as expected. Connector was damaged. Electrical issue caused event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
A medtronic representative reported that, while in a spine procedure, the o-arm 1000 imaging system was brought in and plugged into the wall. The imaging system started visibly sparking and arching where the power cord entered the mobile viewing system (mvs). In trouble-shooting, sparking occurred for approximately ten seconds before the system was unplugged. Patient and staff were not affected or harmed. Cable was visibly burned where it entered the mvs. The surgeon opted to discontinue the use of the o-arm imaging system and completed the procedure with the use of a c-arm. There was no impact on patient outcome.

Manufacturer narrative:
Further engineering review found that based on the incomplete section of the power cord provided by the site, the reported event did not present an electrical shock hazard to the patient or user. The exposed wires never made contact with the chassis plus the ground wire was not melted during the incident. The chassis grounded was never interrupted during the failure. With the short circuit between the wires in the power cable, the hospital electrical outlet circuit break would have opened, stopping the flow of electricity to the imaging system.

Manufacturer narrative:
Return requested. Replacement mvs power cord upgd kit shipped to site (B)(4) 2015. Suspect mvs power cord returned to manufacturer for analysis on (B)(4) 2015. A medtronic representative, following-up at the site, reported the site fire tech was keeping the external portion of the power cable for their investigation and would not return it to medtronic for investigation. Internal portion of the power cable was given to the medtronic representative to return to manufacturer for analysis. A medtronic representative performed an imaging system check-out, mechanical and safety tests passed. Imaging modalities test failed. Replaced mobile viewing system (mvs) power cord. Performed system check. Found 1 pr of x-ray batteries failing and two x-ray battery charging circuits failing. A medtronic representative performed an imaging system check-out, all areas passed. Replaced inverter charger 1 and 2 as no output was measured at several locations. X-ray batteries replaced; battery connections replaced; all battery levels confirmed within specification after replacement; dose/compliance testing completed; and image quality testing completed. System performed as intended. (B)(4).